Manufacturer narrative:
Engineering analysis: the device was removed from its packaging. On initial inspection the balloon catheter was seen to be partially lodged inside the 7fr arrow introducer sheath. Only half the length of the balloon was inside the introducer sheath. There was an area of the shaft that had been deformed just prior to the introducer sheath, most likely while attempting to pull the product back through the introducer sheath. A guidewire was able to be passed through the length of the delivery catheter. The balloon inflation port of the manifold was then connected to a 20cc syringe and a full vacuum pulled. While still under vacuum the balloon was slowly withdrawn back through the introducer sheath. On removal a moderate amount of resistance was met. The balloon was evaluated as well as the shaft for any additional damage. None was noted. The balloon was then re-folded by hand and placed back through the 7fr arrow introducer sheath and the balloon inflated to 8atm as specified on the product label. A vacuum was again applied and the balloon withdrawn back through the introducer sheath. Slightly less resistance was met. The inner diameter of the introducer sheath was measured using pin gauges. The distal tip of the sheath measured 0.100". The proximal also measured 0.100". The introducer sheath was in good condition and did not appear to be damaged. The final lot qualification data shows that all 59 test samples were passed through a 7fr introducer sheath without issue. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lb. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the inability of the deflated balloon to be withdrawn back through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. It is possible that the balloon had not been fully evacuated prior to withdrawal through the sheath but this cannot be confirmed.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician was not able to withdraw the catheter back out through the introducer sheath.